Event description:
The incident concern usage of lofric nelaton intermittent urinary catheter which occurred in austria. Patient claimed that she had used lofric 20 cm catheter nelaton (straight tip) fr 14 and experienced that the catheter tip was catheter tip was rough and was consequently injured. The patient consulted medical care because of soreness and bleeding. No further information has been received.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.